Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis, reported as a peritoneal infection. The breach in aseptic technique was further described as break in aseptic technique "when operation". The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date; the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal (ip) cefazolin sodium and ip ceftriaxone sodium for the event. On an unknown date, approximately one week later, the patient was discharged from the hospital. At the time of this report the patient was recovering from this peritonitis event and the pd fluid was clear. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.